Event description:
During a coronary artery drug eluting stenting procedure there was difficulty withdrawing the balloon. The lesion being treated in the index procedure was a 3.0mm, 99% stenosed bifurcated portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stenting and implanting a taxus liberte 3.00x20mm drug eluting stent in the target lesion. The site reported during withdrawal of the balloon there was mild resistance. The physician was able to withdraw the balloon. It was resolved without further treatment.